Event description:
Patient was being treated for avm of the leg/ankle. During procedure the pusher wire broke while trying to position the coil. The coil assembly was removed and no complications occurred due to the product problem.

Manufacturer narrative:
Conclusion: this device has been returned, but the investigation is still pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the pusher assembly is bent, but not fractured. These kinks are located along the entire hypo-tube at the following approximate areas; 22.5 cm, 42.8 cm, 62.8 cm, 78.3 cm, 97.3 cm, and 115.8 cm from the proximal end of the pusher. The coil is still attached to the pusher assembly. The proximal pet lock is broken. The pull wire is intact and in the capture feature. The distal tip of the pusher has dried patient blood in it, clogging the detachment mechanism. Conclusion: the complaint has been evaluated. No break in the pusher was noted as stated in the complaint. Several kinks were present in the hypotube, but the periodic location of them suggests this was due to the way it was packaged for return shipping. The pet lock is broken, and it is unknown whether this was done with the detachment handle or manually. The complaint states the coil detached, but the pusher assembly came back with the coil still attached to the ddt. The coil was able to be detached by pulling on the proximal end of the pusher without applying any excessive force. Other than multiple kinks on the hypotube, the coil appears to have functioned properly. The damage in this complaint could not be confirmed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.